Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional called to confirm the event. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, d.9, g.2., h.3, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on anterior assessed to a fold flaw opening.

Event description:
Patient reported a right side deflation. Healthcare professional called to confirm the event. Device has been explanted.